Event description:
The account alleges that after the procedure a pericardial effusion occurred, which was promptly drained. The physician believes that the coronary sinus got perforated by the cs catheter but also stated that the complication is not a product related issue. The patient was transferred to another hospital for further surgical procedures.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.